Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) event site address: (B)(6). Event site city: (B)(6) event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump(iabp) during a routine check, the iabp experienced an automatic inflation failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) observed the balloon counter-pulsation pump pressure was insufficient caused by severe wear of the 5000h maintenance kit. After repair and replacement with a 5000h maintenance kit, the device passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a